Event description:
Boston scientific received information that at the previous follow up visit, this right ventricular lead was noted to have high thresholds and impedances less than 100 ohms. These high thresholds had caused the device to declare end of life (eol). In addition, an insulation breach was suspected due to the low impedance measurements. The lead remains implanted at this time and the patient was to be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.